Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen went black and remained unreadable despite charging and restarting via the mobile app; the user perceived vibrations when pressing the wake button, and blood glucose at the time was 152 mg/dl on a connected cgm. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a display that was difficult to read associated with the touchscreen, with findings consistent with an ambient light¿related visibility problem and a component issue affecting screen function. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.